Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin pump had blank display. Blood glucose level at the time of the incident was 431 mg/dl. It was unknown how the customer was treated for high blood glucose. Troubleshoot for blank display was performed but the issue was not resolved. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Software version 4.11c. Retainer ring black. Customer returned device for alleged blank display and high blood glucose found on (B)(6) 2021. Device passed the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and delivery accuracy test .0865 inches. No power loss alerts or alarms or anomalies noted during testing. No blank display anomalies during testing. Successfully utilized thus to download history or trace files. The following power loss alarms or alerts were noted on event date: low battery alert [104] on 02/02/2022 at start time 19:50:00.000, replace battery alert [73] on 02/03/2022 at start time 05:21:00.000, replace battery now alarm [11] on 02/03/2022 at start time 05:52:00.000, and power loss alarm [6] on 02/03/2022 at start time 06:05:35.000. These alarms or alerts were expected. The power management graph confirmed the unloaded voltage and loaded voltage were within specific range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: pillowing keypad overlay. Device passes function testing. Blank display not confirmed. Unable to confirm alleged high blood glucose.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.